Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "did not alarm even though there was an occlusion" was not reproduced. The unit was submitted for downstream and upstream occlusion testing, and it passed both tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream and upstream sensor values out of specification. The force sensor no tube calibration, force sensor scale factor calibration, ultrasonic sensor calibration required to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm even though there was an occlusion during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.